Manufacturer narrative:
The alarm trace showed multiple abnormal probe sucking alarms. The service engineer found the sample probe was contaminated with clot/fibrin/protein. A preventative maintenance was performed on the instrument. The root cause was determined to be preanalytical sample handling.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received questionable results for two patient samples tested with multiple assays on the cobas 6000 c (501) module. Of the questioned assay results, both samples had erroneous results for ise indirect na for gen.2. The second sample also had erroneous results for ise indirect k for gen.2 and ca2 calcium gen.2. The erroneous results were reported outside of the laboratory. The first patient sample initially resulted with an na value of 160 mmol/l. The sample was repeated, resulting with an na value of 146.6 mmol/l. The second sample initially resulted with an na value of 161.4 mmol/l accompanied by a data flag. The sample was repeated automatically by the analyzer, resulting with an na value of 142.8 mmol/l. The sample was also repeated on a second analyzer, initially resulting only with a flag indicating a sample clot. It was automatically repeated again by the second analyzer, resulting with an na value of 144.2 mmol/l. The second sample initially resulted with a k value of 5.40. The sample was repeated on a second analyzer, resulting with a k value of 4.82. No units of measure were provided for the k assay. The second sample initially resulted with a ca2 value of 3.619 accompanied by a data flag. The sample was repeated automatically by the analyzer, resulting with a ca2 value of 2.410. The sample was repeated on a second analyzer, resulting with a ca2 value of 2.374. No units of measure were provided for the ca2 assay. No adverse events were alleged to have occurred with the patient. The na and k electrode lot numbers and expiration dates were asked for, but not provided. The ca2 reagent lot number and expiration date were asked for, but not provided.